Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on april 8, 2022. The sample was received for the analysis. Upon analysis, the reported issue was confirmed. The analysis of the sample was carried out with the multifunctional team, an occlusion could be observed. The reported issue was confirmed. The sample was sectioned to get a better view. The occlusion was caused by something like a pill inside the tube. A gemba walk was carried out in the manufacturing area with the multifunctional team and determined that the reported issue didn¿t occur at the manufacturing floor. The most probable root cause is that the occlusion was caused during the use of the product. No corrective actions are deemed necessary at this time, as the reported issue was not related to manufacturing process.

Event description:
The customer reported that during operation, the suction did not work. When confirming, it looked like a film was formed inside the connecting part on one end; period of use was a few minutes. There was no patient injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.